Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and failed due to normal wear and tear. Receiver charge test was performed and failed due to receiver battery icon dropped down 0% after testing. Receiver test was performed and passed. Functional tests was performed and passed relevant tests but failed serial number verification. An internal visual inspection was performed and failed due to battery was damaged/ swollen found when case opened. The log was downloaded and reviewed receiver reset observed in receiver log on within the investigation window. The allegation was confirmed. The probable cause was determined to be receiver, defective battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.